Manufacturer narrative:
Device manufacture date - date changed to 07/27/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data - describe event or problem- bcva from (B)(6) 2016 corrected to, left eye pre-op was 20/15 -7.25 x -50 x 132. Patient did not experience a loss of best corrected visual acuity. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with superior infiltrate in the right eye (od) that was discovered at a post treatment. Patient was prescribed polyrim. Patient's chief complaint was of foreign body sensation and mild irritation in both eyes (ou). It was stated that the patient did experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/15 -7.00 x -.75 x 88, left eye pre-op 20/15 -3.00 x -2.00 x 18. Bcva from (B)(6) 2019: right eye post-op 20/20 -1.00 x -.50 x 17, left eye post-op 20/20 -1.75 x -.50 x 0.